Manufacturer narrative:
(B)(4). The actual device was not available; however, a companion sample was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing, pressure testing, and underwater clear passage testing were performed and did not reveal any issues related to the reported condition. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the end of a clearlink non-dehp extension set snapped off which resulted in a leak. The reporter stated that the set was connected to a manifold and infusing amiodarone using a non-baxter pump set at 33.3 ml per hour. The user then attempted to disconnect the tubing from the manifold, to move to a different port, when the break occurred. The end that snapped off lodged itself inside the manifold. There was no patient injury or medical intervention associated with this event. No additional information is available.